Event description:
Four dialyzers used to perform hemodialysis. 1st one occurred at 6am with dramatic blood leak. Next 3 occurred the next day on 2 different pts: one was on dialysis when leak occurred, 2nd set-up with same occurrence. All 3 pts received blood cultures and follow hemoglobin studies.

Event description:
Four dialyzers used to perform hemodialysis. First one occurred on 4/14 6am with dramatic blood leak. Next 3 occurred on 4/15 on 2 different patients: one was on dialysis when leak occurred, 2nd set up with same occurrence. All 3 patients rec'd blood cultures and follow hemoglobin studies.

Event description:
Four dialyzers used to perform hemodialysis. First one occurred on 4/14 6am with dramatic blood leak. Next 3 occurred on 4/15 on 2 different patients: one was on dialysis when leak occurred, 2nd set up with same occurrence. All 3 patients rec'd bloo cultures and follow hemoglobin studies.